Event description:
Tubing fell apart..

Manufacturer narrative:
Evaluation customer report was confirmed. Rec'd (1) vamp jr. System. System appeared not used. Tubing was completely broken from solvent bond joint with the vamp reservoir. Rough surfaces were observed at broken tubing ends.